Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon occurred. During unpacking of a 24mmx3.00mm promus premier¿ stent, it was noted that the stent was not properly and smoothly loaded on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.